Event description:
I am getting the complete circus go-around from philips on my device matching and I believe they should be re-investigated immediately for their practices and protocol regarding this recall and its respective repair or replacement. There is only 1 number and department you can call which is the hotline at (B)(6) and they are absolutely incompetent and unhelpful. They continue to provide misleading and/or unsubstantiated information, are completely unhelpful, and state things like there are other departments that are handling such and such, like dme matching, or device replacement and they have no other information or phone number to contact anyone. They are very reluctant to ever connect to their supervisors and when they do, they are extremely rude, unhelpful, and have even hung up on me. In the last 3 months, I have called in numerous times regarding the prioritization form they had sent and I filled it out 8 times yet the system wouldn't process it "supposedly". On 1 occasion I was able to finally speak to a representative who provided a little more info than anyone else ever did and she supposedly helped fill out the prioritization form for me on her end, yet 2 months later the form is showing incomplete and no representative can help or provide me an answer on this form or what is going on with my device matching. Furthermore, this representative stated that my dme is not responding to their matching request and that 2 attempts have been made which is a complete lie. They also said they must wait on 4 attempts in contacting the dme until they do anything on their end. I asked what is the timeline, definition, or window on attempts, as they can take their time in their attempts and it could take years for every attempt, yet they had no answer to this and just said to keep waiting. I then got my dme on the line with them to confirm everything and who also confirmed they had confirmed and matched my serial and settings for my device with philips through their online system and portal numerous times, beginning with over 1 year ago and they are now doing it with them over the phone with me, however, as usual, then the representative comes up with another excuse, and that they can't handle this confirmation and there is another department that handles this and they explicitly state that they don't have any contact info or phone number to give us. This is just preposterous and should be immediately looked into! Upper respiratory and sinus infections began occurring after some time following the use of the philips dream machine CPAP device when I had never had either type of infection in my life. I would sometimes wake up and feel dizzy and lightheaded which would last a few hours, sometimes the entire day. Began experiencing trouble breathing during the regular day and spitting up foul particles at times during the day for no apparent reason. Irregularity in heart and pulmonary issues began to occur following the usage of the philips dream machine CPAP device with onset of palpitations which never existed. Began seeing a heart and pulmonary specialist around (B)(6) 2021 to try to see what was going on as I have never had any health issues being a healthy and active (B)(6) male. They conducted many tests from wearing a long term heart holster to a full stress echocardiography and all other related testings which showed some major abnormalities and more than normal elevated levels of heart rate, stress, and pulmonary buildup which I am still seeing the doctor to work on, but have since fully stopped using the CPAP machine. FDA safety report ID# (B)(4).